Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events. This MDR is for operator 2 of 2 on day 2 of 2. See MDR #1061932-2011-01595 for operator 1 of 2 on day 1 of 2. A field service engineer (fse) visited the site and verified the instrument's operation. He reviewed with the customer the possible causes of the event. The fse suspected that the red biohazard bag that the customer has around the waste container was causing poor venting of the container. The fse replaced the waste pickup tube and explained to the customer that they should not replace the waste container during instrument cycling. The customer decided to sent the waste to a drain and not into a container in the future. The root cause is unk but may have been due to poor venting of the waste container.

Event description:
The customer reported that the waste line for the lh750 hematology analyzer popped off the waste pickup line from the waste container. As the operator was approaching the bench area where new samples are received, the waste container's tubing popped off. She heard the loud swooshing sound. When she went to investigate, the popped off tubing was spraying waste everywhere and she was exposed. The operator's face and arms were exposed to the waste material, a chemical and potential biohazard exposure. She was not wearing eye protection at the time although she was wearing gloves and lab coat/scrubs. She rinsed off with water. The operator sought medical attention at the emergency room. Blood was drawn for the exposure panel to get baseline test results for (B)(6) per site's exposure control plan.